Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature assessment (actual reading 41.1 degrees fahrenheit delta; specification should not exceed 20 degrees fahrenheit delta) and the seal was protruding from the swivel. Therefore, the reported condition was confirmed. It was further determined that the lock cylinder constellations were worn, the pawl release constellations, and the pawls were abraded. It was determined that the device failed the temperature assessment due to worn drive shaft components. It was determined that the worn lock cylinder and pawl release constellations as well as the abraded pawls were caused by trying to operate the device in the load position or by pressing down on the disconnect sleeve while the device was in use. It was determined that the protruding teflon seal at the swivel was due to normal wear. The assignable root cause was determined to be due to wear and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during a routine inspection of the equipment before the patient entered the operating room, it was observed that the motor device was overheating. There was no patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.